Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via medwatch "y-site on bard powerloc device leaking. Device available for return." Additional information received 4/28/2023: customer reported leak while patient was admitted to the hospital. No significant medical impact.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported via medwatch "y-site on bard powerloc device leaking. Device available for return." Additional information received (B)(6) 2023: customer reported leak while patient was admitted to the hospital. No significant medical impact.